Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported a 62-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that there were issues with the kinking of the guidewire upon implanting the pump. Two 0.018" wires were used to insert the pump. However, both kinked while the pump was going across the aortic valve. The wires were aborted, and it was restarted with an al1, and .035" j glide used to access the left ventricle, and a 0.018" platinum plus was used to insert the impella over. While on support, the patient required an embolectomy of the right brachial artery. The impella was removed and replaced.

Manufacturer narrative:
The investigation for the reported thrombus and the product damage has been completed. According to the clinical details, while attempting to insert the guidewire across the aortic valve, the wire kinked twice. On the third attempt optimal position was achieved. Seven days later the patient required an embolectomy and the pump was removed. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of product damage (kink issue) was related to use related, as it took 3 tries to successfully deliver the device to the optimal position. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.